Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the left tip of the forceps is severely bent. Both tips are burnt and discolored and the tine stop is missing/broken off. The stop was not returned with the device. The reported condition was confirmed. The device was sent to the supplier for evaluation. The supplier found the left tip of the forceps is severely bent. Both tips are burnt and discolored and the tine stop is missing/broken off. The stop was not returned with the device. It appears excessive prying force was applied to the tine tip of the instrument was dropped. The overall condition of the instrument is poor. It appears that this instrument has not been maintained properly per the instructions for use (IFU). Given the condition and age of this instrument, it appears that it may have been used beyond the 25 uses it is validated for. The investigation identified the root cause of the reported event to be user mishandling. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the unit tip part was deformed. There was no patient involvement.